Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and the complaint was not confirmed by failure analysis. The reported m-02 error could not be reproduced. The iesu presented error n-10 at start up. Isi followed up with the initial reporter and the following additional information was obtained: system functionality was checked upon powering on the system. The system powered on with no errors.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted lpom incisional hernia surgical procedure, the customer observed the bovie icon would not turn green on the erbe. The intuitive tech support engineer (tse) viewed the system logs and found several m-02 errors against the erbe. The customer finished the case without the use of energy. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system tested and verified as ready for use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.